Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the first week of (B)(6) 2017, this patient fell and was told his leads "detached". Approximately a year later, on (B)(6) 2018 the patient experienced dizziness, confusion and almost passed out. Boston scientific technical services (ts) discussed a dislodgment could affect the delivery of therapy and referred the patient to a physician. Additional information stated the patient was checked after the allegation and a chest x-ray evidenced stable lead placement. A micro dislodgment was considered as a possible cause, but was unable to be confirmed. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the first week of (B)(6) 2017, this patient fell and was told his leads "detached". Approximately a year later, on (B)(6) 2018 the patient experienced dizziness, confusion and almost passed out. Boston scientific technical services (ts) discussed a dislodgment could affect the delivery of therapy and referred the patient to a physician.